Event description:
Per the clinic, the patient underwent revision surgery in 2009 due to skin overgrowth around the fixture. The implanted device remains.

Manufacturer narrative:
Implanted device remains.